Event description:
Reporter alleged obtaining discrepant blood glucose results of 519 mg/dl back to back with a result of 227 mg/dl when testing was performed on the advantage system. Reporter stated the results could not be located in the system memory. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.